Event description:
Country of complaint: (B)(6). When suture passing through tissue (dermis) the thread braiding loosens and the strength decreases and thread starts to unravel, and consequently thread breaks off.

Manufacturer narrative:
Samples received: 1 unopened pouch. Analysis and results: there are no previous complaints of this code batch. There are no units in stock. Received one closed sample. Tightness test to the sample received has been performed and the unit is tight. Sewing test on artificial skin tissue has been conducted with the sample received and fraying does not appear when pulling the thread through the tissue. Conducted a visual appearance review on sample. Tested the knot pull tensile strength and the result fulfills the requirements. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil the OEM requirements. Final conclusion: complaint is not justified. Corrective/preventive actions: na.

Manufacturer narrative:
Mfg site eval: eval on-going at OEM.